Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 450mg/dl. The customer's levels had been over 500mg/dl. The customer was treated for the highs at the hospital with IV fluid and shots. The customer states they had received no delivery alarms. The customer states they changed set multiple times, but continued to receive no delivery alarm. The customer was advised the pump would be replaced and returned for analysis.